Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from an unspecified location; the leak was contained within the sealed over pouch. The issue occurred during product delivery. The device contained neonate n1 parenteral nutrition (pn) solution with a specific pediatric trace element (te) supplement. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection of photos showed the over pouch which had droplets of solution apparently from leakage of product; however, the reported issue of leakage was not easily identified by initial visual inspection on the returned sample. Functional testing of sample was performed and a leak identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.